Event description:
Information received by medtronic indicated that the customer passed away at the hospital on (B)(6) 2025. The customer was admitted to a hospital prior to the reported incident. The cause of death was diabetes and gastroparesis, but the chest pain and heart attack led to hospitalization. The customer¿s blood glucose was 200 mg/dl. The event involved product(s) mmt-1884, mmt-242a, mmt-7841zn, mmt-7040ma, and mmt-332a. Troubleshooting was performed. The customer was not wearing the insulin pump at the time of death. The customer was using sensors. The insulin pump was last worn on (B)(6) 2025, prior to passing. No product return is required for mmt-242a, mmt-7841zn, mmt-7040ma, and mmt-332a. Mmt-1884 was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.